Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The initial inflation was to unk atms. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad. No pt injuries or complications were reported. Pt status is listed as "good."